Manufacturer narrative:
Lot 15098011: (B)(4). (B)(6). (B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the patient was having pain in the right leg and a computed tomography scan (CT) was done on (B)(6) 2016. The physician diagnosed the rlt231418/15098011 had become thrombosed in the ipsilateral limb. A reintervention was done and the physician performed an embolectomy to restore blood flow. On (B)(6) 2016, the physician implanted an additional gore excluder aaa endoprostheses. The patient tolerated the procedure.